Event description:
It was reported by service report that the fowler could not be lowered manually or electronically. It was further reported the motion interrupt pan was missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler support arm detached from fowler weldment, and missing motion interrupt pan.